Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).

Event description:
The customer reported that the screen went black during a diagnostic colonoscopy performed with an olympus video system center. The procedure was completed with an olympus backup display. No patient injuries were reported.